Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a roux-en-y procedure. The surgeon was toggling the needle through the tissue when the needle dislodged from the instrument. The needle was retrieved and removed from the patient using a laparoscopic hand instrument. Another device was opened to complete the procedure. No patient injury occurred.